Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger is difficult to move and leakage occurs between stopper and barrel during use with a bd emerald¿ 2ml syringe. The following information was provided by the initial reporter: leakage between plunger/stopper and barrel,plunger is difficult to move when they draw.

Manufacturer narrative:
H.6. Investigation summary bd has been provided with samples for catalog 307728 lot 1906148 to investigate for this record. Bd has performed the leakage tests for these syringes and found a problem in the stopper which produced the air entrance and the incorrect performance of the syringe. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of an incorrect assembly of the stopper. The stopper is assembled to the plunger and introduced in the barrel at the same time . If this process in not accurate, a misalignment of this station of the assembly machine could damage the stopper which could result in the nonconformance. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that plunger is difficult to move and leakage occurs between stopper and barrel during use with a bd emerald¿ 2ml syringe. The following information was provided by the initial reporter: leakage between plunger/stopper and barrel,plunger is difficult to move when they draw.